Event description:
It was reported that the patient complained that the device had flipped over in the pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: concomitant products 5076 implantable pacing lead - (B)(6) 2008. (B)(4).